Manufacturer narrative:
The investigation for the reported delivery issue and product damage has been completed. No product was returned for investigation. The root cause of delivery issue is determined to be use issue because the second pump was inserted without any issues. The root cause of the product damage is determined to be use issue because there were no issues reproduced while inserting the second pump later.

Event description:
The user facility reported that during a attempt to place the impella 5.5 there was an issue with the device and wire was kinking. The 5.5 was removed and a new 5.5 device was successfully placed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.